Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection revealed that the ptfe was peeled/scraped off along its 48cm length from the proximal end. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet and/or the introducer. The guidewire hydrophilic coating was checked with the wet fingers. The coating was present on the guidewire. During functional testing, the guidewire was advanced through a demonstration microcatheter without experiencing any friction. The observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device dfu: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." However, because the torque device was not returned, based on the information available and analysis of the returned device, an assignable cause of undeterminable has been assigned.

Event description:
After completing the investigation of the device, it was found that the guidewire polytetrafluoroethylene (ptfe) coating had peeled. There were no patient complications reported due to the event.